Event description:
It was reported that the user experienced an episode of high blood glucose without an identified cause and responded by performing a supply change, after which glucose returned to normal, followed by a device alert indicating a low glucose event. Symptoms included hyperglycemia followed by hypoglycemia as indicated by the alert. Outcomes included transient impact to glucose control without report of medical intervention or hospitalization.

Manufacturer narrative:
Investigation included a review of user-reported blood glucose information. Investigation of this case revealed insufficient information to determine a device malfunction or user error. It was concluded that the cause of the hyperglycemia and subsequent low alert was unclear, and a causal relationship to the device could not be established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.